Event description:
The manufacturer received information alleging an everflo caught on fire while in use. Although the patient was taken to the hospital for observation, there was no report of patient harm or injury. The device has yet to be returned to the manufacturer for evaluation. A follow up report will be filed when the manufacturer has completed the investigation.

Manufacturer narrative:
The manufacturer previously reported the date received by the manufacturer was 03/23/2015. The correct date is 03/20/2015.

Manufacturer narrative:
The manufacturer has completed the investigation of an everflo that allegedly caught on fire while in use. The manufacturer received a report from the fire marshal that stated the fire was ignited by the patient smoking while using the device. Product labeling found in the user manual states," oxygen vigorously accelerates combustion and should be kept away from heat or open flame. Not suitable for use in the presence of a flammable anesthetic mixture with air or with oxygen or nitrous oxide. Do not smoke, allow others to smoke or have open flames near the concentrator when it is in use." The manufacturer concludes that device did not cause the fire.